Manufacturer narrative:
Insulin pump passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button anomaly. The customer's blood glucose value was 144 mg/dl. The back arrow and down arrow button are not responsive, stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button they are slow but they do not stick, the two that stick was the back arrow and down and are unresponsive. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated using the down arrow allows them to navigate screens. Customer stated the issues frequency was fairly often. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they are not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. The device will be returned for analysis.